Event description:
Saw capture on the patella cutting guide broke.

Manufacturer narrative:
The instrument associated with this report was not returned. The investigation could not draw any conclusions regarding the reported event based on the lack of the instrument to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Although this investigation did not establish the need for corrective action, a possibly related new patella resection guide (B)(4) sigma hp pat res guide has been designed and does not contain similar bridge washer to bridge features. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.